Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) ruptured during filling. The set was filled with 5-fu (fluorouracil) ¿3550mg, 71 ml completed with 96 ml of glucose 5% after 50 first ml¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 16, 2020 - january 17, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.